Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the locking lever of the endoscope connector socket due to user handling. As stated in the instructions for use, as a preventive measure: ·"push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the up¿ mark points upwards. " ·"push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " ·"push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " ·"when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. " ·"when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."

Manufacturer narrative:
The suspect device was evaluated by an olympus field service engineer (fse) and it was confirmed that the scope detection was not functioning and evidence of oxidation was present. A root cause was not determined.

Event description:
Olympus was informed that the olympus cv-190, video processor was not detecting the scope and presented signs of oxidation and dust. The reported problem was found on inspection of the device during maintenance. There was no patient injury or harm, associated with the problem, reported to olympus.